Event description:
It was reported that the patient presented remotely via merlin.net. Transmissions showed that the insertable cardiac monitor exhibited under-sensing caused a false positive pause episode. No intervention was performed. The patient was in stable condition.